Event description:
A distributor reported that a customer's pump screen remained dark and unresponsive, indicating a malfunction. The exact blood glucose value at the time of the issue is unknown, but it stayed within the range of 54-500 mg/dl. The pump was confirmed to be within warranty, and customer technical support arranged for a replacement pump. The customer was instructed to return the non-functioning pump to tandem using a pre-paid label and return box.